Event description:
It was reported that a revision surgery was required due to a loose patella.

Manufacturer narrative:
.

Manufacturer narrative:
The affected device was returned. Our investigation included a dimensional inspection. Several attributes were deformed and could not be accurately measured. The returned patella appeared to have adequate cement adhesion in the cement pocket, as there was no movement of the cement with the application of manual force. Deformation was noted on the edge of the articulating surface. Wear, scratching, and deformation was observed on the articulating surface, which indicates the presence of third body debris. Third body debris such as bone fragments, bone cement, or other materials may have contributed to the reported loosening. A definitive root cause cannot be determined with the information provided. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem.